Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav catheter (model# d134901 lot# 17659416l). Webster catheter (model# d610dr005rt lot# 17693923m). Stockert generator (model# 39d76x serial (B)(4)). Carto 3 rmt system (model# fg560000 serial (B)(4)).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure under full general anesthesia for atrial fibrillation with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and a thrombosis (requiring surgical intervention). During the procedure, the patient became hypotensive and a tamponade was confirmed via echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Protamine was administered for heparin reversal. Blood pressure stabilized with interventions. Blood pressure was continuously monitored via recording system, anesthesia machine, arterial line, and external blood pressure cuff. Pericardial thrombus was visualized via echocardiography. Patient was transferred to the operating room for drain placement. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator settings at the time the injury was discovered included power at 40 watts, temperature at 48°c (with cut-off of 90°c), and impedance cut-off of 250 ohms. There were no sudden increases in impedance. There were no steam pops. No char was noted on the ablation catheter. Patient received heparin 4000 units after transseptal puncture. Activated clotting time 10 minutes prior to detecting the adverse event was 245 seconds. Heparin bolus 1000 units was administered. Total heparin administered was 5000 units.

Manufacturer narrative:
The (B)(6) failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6)-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure under general anesthesia for atrial fibrillation with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The device was visually inspected and was found in normal conditions. Per the event, the catheter was tested for electrical performance and was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection testing was performed and found within specifications. The catheter deflected correctly. Corrupted eeprom information was found along with a failed irrigation test. Failure analysis testing was performed by dissecting the catheter on the luer hub area. Irrigation tubing was found occluded with reddish material. However, no damage was observed on the tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion and corrupted eeprom cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. However, this cannot be conclusively determined. Manufacturer's ref. No: (B)(4).